Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe lights came on due to a faulty power board and the device was unable to activate due to a faulty transducer and faulty socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lithotripsy system had an error and the check probe lights come on, and no power gets to the transducer. The issue was found during setting up the device before use for a therapeutic percutaneous nephrolithotomy procedure that was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.